Manufacturer narrative:
The affected device was requested for investigation at MFR site in a foreign country, but could not be rec'd until now. The investigation results and conclusion will be reported in a follow-up report.

Event description:
It was reported that it appeared to the user that the babylog 8000 ventilator turned off by itself without any alarm sounding.